Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was ¿beeping¿ approximately every 5 minutes. The distributor stated the user had no reminders set in the pump that would cause the beeping. The distributor further stated that the beeping sound the pump is making is not familiar to the user or the distributor¿s support personnel. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged ¿beeping¿ issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: review of the black box data did not reveal any activity outside of normal use. There were no unusual alarms observed in the alarm history. The battery compartment and cap were undamaged and able to fit securely on the pump. The pump powered on normally and displayed the verify screen per normal operation. ¿ez-prime¿ steps were performed successfully. The unit was exercised for 24 hour without alarms or beeping. The unit was successfully paired with a test transmitter and boluses were performed and recorded correctly. Investigation determined the pump was operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.